Event description:
The pt was admitted with a lesion in the ostium of the right coronary artery. The lesion was noted to be type c and restenotic (unk product). The lesion was pre-dilated. The balloon of a 3.5 x 18mm cypher select plus stent was torn. While attempting to inflate the stent it did not open.

Manufacturer narrative:
This ous cypher plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.